Event description:
It was reported that the device was overheating. No adverse consequences, delay, medical intervention, or patient involvement were reported with this event.

Manufacturer narrative:
The event for heat was not duplicated through functional evaluation by the repair technician. Disassembly and visual inspection by the repair technician noted the rotor was damaged. This may cause the reported event.

Event description:
It was reported that the device was overheating. No adverse consequences, delay, medical intervention, or patient involvement were reported with this event.